Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: examination and functional testing of the returned device confirmed the reported stripped condition. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femoral component at the bone to cement interface. Cement manufacturer is unknown. The tibial tray is well fixed, but the femoral component is loose. The surgeon revised the femoral component and retained the well-fixed tibial tray. During the procedure, the hudson adaptor, femoral adaptor rod, and the #3 tc3 box trial broke or were stripped. All the pieces were present. A surgical delay of 1 minute was noted. Doi: (B)(6) 2018; dor: (B)(6) 2019; left knee.